Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level (value not provided). The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.